Event description:
During prep, this coil size 10 x 30 was prepped per instruction for use, but there was air bubble in the hub of the delivery system even after purging for 30 seconds as recommended. This coil was replaced with second 10 x 30 coil. The same difficulty experienced with the third coil 08 x 24 coil. A 7 x 21 coil was used to continue the procedure. A total of five coils were used to complete the procedure. The dcs syringe when they purged did get to the blue zone. After pressurizing to blue zone, they waited for 30 seconds and then turned counter clockwise to decrease pressure. Dedicated saline from an infusion bag was used for the dcs syringe. The dcs syringe was free of bubbles prior to purging. The dcs syringe was connected to the dcs coil and the coil was in the dispenser hoop. The same syringe was used to prep other coils to complete the procedure. There was no adverse effect to the patient.

Manufacturer narrative:
The product is to be returned for eval and testing. Add'l info will be submitted within 30 days upon receipt. This is one of two products used on the same patient. MFR. Report # 1058196-2008-00175.